Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. Citation:nimer adeeb, christoph j. Griessenauer, et al. "Use of platelet function testing before pipeline embolization device placement a multicenter cohort study" accepted february 20, 2017. Stroke. 2017;48:1322-1330. Doi: 10.1161/strokeaha.116.015308. Mdrs related to this report: 2029214-2017-00696 2029214-2017-00697.

Event description:
Medtronic received information through review of literature that in this cohort the mortality rate was 1.8%; mortality was related to preprocedural aneurysmal subarachnoid hemorrhage in 0.5%, ischemic stroke in 0.5%, postprocedural hemorrhage in 0.3%, and unrelated causes in 0.5% the purpose of this article was to perform a retrospective review of prospectively maintained databases at 3 academic institutions in the united states was performed from the years 2009 to 2016 to identify patients with intracranial aneurysms treated with flow diversion using a ped. A total of 402 patients underwent 414 pipeline embolization device procedures for the treatment of 465 intracranial aneurysms. Four hundred and 2 patients (median age, 58 years; male-to female ratio, 1:4.7) underwent 414 ped procedures for the treatment of 465 intracranial aneurysms.